Manufacturer narrative:
Examination was not possible, as the product was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Provided info states the surgeon replaced the talar component with a custom talar component. Provided info on the device experience report is marked that the product is not suspected of failing to meet specifications. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the product and/or any additional info be received to change the outcome of the performed investigation, the complaint wil be re-opened.

Event description:
Pt was revised to address subsidence of the talar.